Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the battery retension issue. The investigation determined that the device fault was due to an isolated component failure of the internal battery. (B)(4).

Manufacturer narrative:
The device was returned to the resmed investigation site located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a battery retention issue. There was no patient injury reported as a result of this incident.